Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The reported failure phenomenon could not be reproduced. There was evidence thought to be chemical residue on the electrical contacts of the video connector. It was found that e216 (scope communication error) and e226 (scope communication error) occurred in this event, as a result of error log check with visera elite ii video system center otv-s300 which was used with subject device. The device history record was reviewed and found no irregularities. Based on the evaluation result, it was surmised that the possible cause of the reported failure phenomenon was a temporary contact failure between the subject device and a video system center due to some foreign material. The ch-s190-08-lb instruction manual states the appropriate handling of the device and the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a transurethral resection (tur), the subject device was used. In the procedure, an unspecified scope communication error occurred. The user replaced the subject device with another device and completed the intended procedure. There was no patient injury reported.